Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Via phone call, customer requested assistance linking meter with insulin pump. Customer's blood glucose was 558 mg/dl. Customer was assisted in entering blood glucose manually into insulin pump.